Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) undersensed atrial activity. No atrial markers were noted for approximately four to five seconds. During an episode after anti-tachycardia pacing was appropriately delivered, the device waited approximately seven to nine seconds before delivering a shock. During this time, the patient passed out. Technical services discussed programming options to avoid this in the future.